Event description:
Information received by medtronic indicated that the insulin pump had crack at back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the back of the pump found on (B)(6) 2021. Insulin pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: detached retainer, missing o-ring, broken reservoir tube lip, cracked battery tube threads, cracked corner of belt clip, serial number label missing, pillowing overlay, stained overlay and overlay texture damage. Customer returned pump due to a crack at the back of the pump. Cracked corner of belt clip rails and cracked battery tube threads confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.